Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek multiclix lancet device. He is unsure if this occurred before or after firing. He is also not sure if the correct lancets were used or seated properly. The reporter also could not confirm if the lancet device was used properly. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.